Event description:
The following information was provided: mps reported arm got stuck in the patient with an error "joint angle inconsistent". He also reported the arm shaking during mako registration. Last surgery surgeon had to complete the case manual as the arm would not unlock during bone prep.

Manufacturer narrative:
An event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: yes work performed: observed ¿ j6 joint locking up using the micro e found a poor signal spot on the j6 joint encoder glass. There was a black substance on the j6 joint encoder glass. Adjusted ¿ removed and cleaned the j6 joint encoder glass & calibrated read head with micro e tool. Performed kin cal on both sides as a precautionary measure. Tensioned j5 transmission cabling to counteract any issues with cuts. No other problems observed. Lots of velocity errors on the log files advised mps to make sure to slow down arm movements during cases. All tests are optimal. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that product was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.